Event description:
Patient was in surgery for left hip arthroscopy for localized osteoarthritis, pelvice region & thigh. During surgery dr. Placed ceramic inmplant into patient and upon impaction the orientaion apparently rotated and the liner fractured requiring removal, thorough inspection, no damage to the metal socket and so a new liner was carefully seated and impacted, noted to be stable.